Event description:
It was reported that during a pci procedure, the express2 monorail stent was damaged. The lesion being treated was located in the calcified and 90% stenotic proximal right coronary artery (rca). First, the lesion was predilated with another MFR's device. Several unsuccessful attempts were made to advance the express2 monorail stent delivery system across the lesion. After resistance was encountered, the express2 monorail delivery system was removed. Upon removal, the physician noted that the proximal edge of the stent was lifted. There were no pt complications, and the procedure was completed with a different device. Pt status was reported as 'good'.